Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted prophylactically in an endurant stent graft system during the endovascular treatment of a 73 mm abdominal aortic aneurysm. The proximal neck diameter measured 26 mm with a neck angulation of 90 degrees. It was reported during the index procedure the endurant bifurcate was misdeployed proximally. The endurant cuff was then implanted and bilateral renal shuttering and partial renal coverage was observed. Intervention was performed with the insertion of renal stents and the event resolved. Per the investigator the cause of the event had a causal relationship to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
It was reported distal embolization was also performed during the intervention on (B)(6) 2018. The site assessed the event as related to the device, related to the index procedure and related to the aaa. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated with correct catalog an serial details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient sex: female. If information is provided in the future, a supplemental report will be issued.